Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician performed testing. Model lap top ventilator 1150 passed 122 hour extended tests at customer's settings. The ventilator passed all alarm tests. The ventilator failed the lap top ventilator final test for a slight non-conformity with the peep pilot pressure test. This slight non-conformity would not result in a failure to ventilate properly. The service technician replaced solenoid mount and unit met all company specifications.

Event description:
It was reported that the parent was sleeping next to the child who was connected model lap top ventilator 1150. The parent claims that the ventilator did not alarm but was awakened by gasping and gurgling sounds from the patient. The patient was cold and barely breathing. The patient's tracheostomy tube was changed, 911 was called and cardiopulmonary resuscitation (CPR) was initiated. The patient was transferred to the hospital and the patient's life support was pulled on (B)(6) 2015.